Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm no button response due to frozen display. Pump received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error alarm/unresponsive keypad. The customer recalled esc button was not working before leading up to the alarm. Blood glucose level at the time of the incident was 238 mg/dl. The customer stated that the time clock was not advancing when monitored for one minute. Customer did not complete troubleshooting for frozen display due to not having a new battery. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.